Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. Additionally tissue specimen was noticed within one of the biopsy forceps cups. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was not consistent with the jaws were bent. During device analysis it was found that one of the pull wires was broken, which could have caused the reported the cup "swinging". Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during unpacking, for the procedure, the physician found that the proximal end of the cup had a bend, and attempted to open the cup, the cup was "swinging". The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during unpacking, for the procedure, the physician found that the proximal end of the cup had a bend, and attempted to open the cup, the cup was "swinging". The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.